Event description:
Litigation papers allege the following: since the surgical implantation of the asr acetabular system into his left hip, pt has suffered symptoms including, but not limited to persistent left hip and knee pain, swelling, inflammation, infection, and limited mobility. Due to the persistent hip pain, pt underwent an attempted left hip revision surgery on (B)(6) 2001. Due to severe infection found during the surgery, a revision was not possible at that time. Two weeks later, pt underwent a revision surgery.

Manufacturer narrative:
Depuy still considers the investigation closed.

Manufacturer narrative:
The report states: litigation papers allege the following: since the surgical implantation of the asr acetabular system into his left hip, patient has suffered symptoms including, but not limited to persistent left hip and knee pain, swelling, inflammation, infection, and limited mobility. Due to the persistent hip pain, patient underwent an attempted left hip revision surgery on (B)(6), 2011. Due to severe infection found during the surgery, a revision was not possible at that time. Two weeks later, patient underwent a revision surgery. Doi: (B)(6) 2009 - dor: (B)(6) 2011 (left side). Patient is a resident of (B)(6). The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Event description:
(B)(6) 2012; patient fact sheet was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.